Event description:
Vague written report received from baxter stating "infusion completed 6 hours earlier than predicted". Per reporter device was filled with a total volume of 48 ml of solution consisting of 1178.18 mg of 5fu diluted in ns. Although attempts have been made to obtain additional info regarding pt status, medical intervention provided, and clarification of total infusion time, this info has not been provided.